Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced significant dissatisfaction with night vision and severe glare/haloes. Lens was explanted and problem was resolved. Cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H11-manufacturer narrative: significant glare/haloes (under night driving conditions) and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)